Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). Device analysis report attached. This report is submitted on december 06, 2023.

Event description:
Per the clinic, the patient developed an infection on top of the receiver/stimulator and was treated with oral antibiotics; however, the issue did not resolve. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on october 5, 2023.